Event description:
Initial result for a patient sodium was 155 mmol/l. When repeated on another instrument the result was 132 mmol/l. The incorrect result was not reported.the field service rep was unable to determine a cause for the discrepant results.